Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "intact", capsular contracture baker grade unknown and "capsular bands with a very mild resetting of the inframammary fold". This record is for the left side. Device was explanted and replaced. Device will be returned. Patient underwent capsulectomy.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "intact", capsular contracture baker grade unknown and "capsular bands with a very mild resetting of the inframammary fold". This record is for the left side. Device was explanted and replaced. Device will be returned. Patient underwent capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.